Event description:
Customer's family member reported pt had breakfast and tested with a result of 67 mg/dl. Pt took a nap awoke with a nightmare and family member tested with a result of 90 mg/dl. Pt slept again and began to jerk and experience hypoglycemia. Paramedics were contacted and pt was treated with orange juice and glucose then transported to the hospital. At the hospital, her blood sugar was at 141 mg/dl when tested by an unknown brand meter. The freestyle provided a reading of 60 mg/dl within the same time period. Testing was conducted at the base of the thumb.